Event description:
It was reported that the patient experienced fatigue. The right ventricular lead superior vena cava (svc) and right ventricular (rv) coil impedances were high on a single day and an alert was triggered however, the impedance returned to baseline the following day. The high impedance was unable to be recreated with isometrics and pocket manipulation and no noise was noted either, so the patient was sent to x-ray. The x-ray noted no issues and the lead impedance has been within range since; consequently, the patient will be monitored and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high impedance spikes on both the defibrillation active can and superior vena cava (svc) defibrillation to greater than 160 ohms the week ending (B)(6) 2014. Then varying impedance (between 100 and 170 ohms) was noted the weeks ending (B)(6) 2014. Alerts occurred on (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) ICD implanted 2013 (B)(6). (B)(4).